Event description:
Additional information was received indicating provocative testing was performed and the oversensing was able to be produced.

Event description:
During a remote follow-up, episodes of myopotentials over-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.